Event description:
It was reported that atrial sensing was present when there was no atrial lead and the port is plugged. The device was being used off label with all discriminators programmed on, even though there was no atrial lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.